Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer was unable to exit preparing to prime loop. Customer¿s blood glucose was 200 mg/dl at the time of incident. Customer stated they received second series of beeps and numbers appeared on the screen. Customer was not able to esc to the status screen. Customer stated that the insulin pump had battery out limit alarm. The insulin pump will be returned for analysis.